Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a battery failure was confirmed during product evaluation. The assignable cause was depleted main batteries as a result of use error. The main batteries were replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced.

Event description:
The facility reported a colleague infusion pump with a malfunction of "battery failure". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it is known that it occurred in the (B)(4) department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.